Event description:
The integra sales representative reported on behalf of the user facility the following incident. An osvi shunt was implanted in 2006, to treat hydrocephalus, which developed from a prior surgery. The shunt was prepared and implanted according to standard procedure. The device was explanted three days later. The representative was present and witnessed a drip coming out of the peritoneal catheter. During the surgery, a large quantity of cerebral spinal fluid [csf] was released, prior to hooking up the ventricular catheter and shunt. The user facility reported they were unable to get csf to flow through the peritoneal catheter. The physician's assistant stated that, the patient was not waking up, and the pressure was getting worse. According to the assistant, the shunt did not seem to be functioning properly. The device was explanted, and a competitive medium pressure shunt was implanted. The patient responded well and was sent home. The device was not tested, prior to nor after explant and has been discarded. On october 10, 2006, the rep reported that attempts were made to contact the physician several times about this incident, but the physician has not responded. The rep attempted to acquire more info concerning the finding at the time of explantation.

Manufacturer narrative:
The device was discarded by the hospital. Despite attempts by the integra sales representative to acquire additional information from the physician, no additional information could be obtained. The manufacturing history records of the involved valve could not be reviewed, since no information on lot or serial number was provided or could bot be elicited. The pressure/flow characteristics of each osv ii valve are tested at the end of the manufacturing process. Based on the available information, the valve was functional, prior to implant (patency test);however, given the important loss of csf, during ventricular catheter placement, the valve patency could not be checked, during the implantation procedure. Such early shunt obstructions may be related to the surgical technique (blood and debris introduced in the shunt at insertion time), or to patient physiological condition (csf characteristics, hydrodynamic characteristics of the valve not adapted to the individual case). Valve obstruction is a known complication of valve therapy, as stated in the product instruction for use. Without the actual device to evaluate and based on the provided information, no further investigation nor corrective action is deemed required.